Manufacturer narrative:
Device powered up properly after battery installation. No blank display noted. The pump passed the displacement test, sleep current measurement, active current measurement and self test. Device was monitored and no unexpected powering off or blank display noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump would not turn on. The customer's blood glucose level was 200 mg/dl at the time of the incident. It was reported that the customer was in the hospital and not in use of the insulin pump. The customer stated that the display was not blank less than 30 seconds and did not return and the display was blank currently. The insert battery alarm did not display on the insulin pump screen. The customer stated that the contacts on the battery cap are neither missing nor damaged. The display did not return after the insulin pump restart. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.